Manufacturer narrative:
Device 13 of 19. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 19 out of 30 (3 boxes) were used and the starter hole was off-centered. The end user also experienced decreased wear time. No photo is available at this time.